Manufacturer narrative:
Follow-up #1: date of submission 11/2/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment and the battery compartment was found to be cracked. The pump was unresponsive and there was no vibration, no audible sound and blank display screen duplicated during investigation. The attempt to download the pump history and the black box were unsuccessful. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.